Event description:
It was reported the patient experienced pain, increased spasms with loss of spasticity control. The hcp could not refill the pump. Imaging was performed and a pump flip was confirmed and the catheter was disconnected from the pump. The patient had surgery in 2009, and the pump was flipped back and the catheter was replaced. The patient came for adjustments two days later, with no complications reported. The drug in the pump was baclofen. The patient recovered without sequela.